Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional (hcp), and manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The implant was not working and the patient continued to pee at night every 30-45 minutes. It was noted the evening of the implant went well, but following that, the patient had the same symptoms they were suffering prior to the implant. It was reported at times the implant caused a ¿surge¿ and gave the patient a ¿shock.¿ if the patient was sitting when this happened, they could just take a breath, but if they were moving or standing up, they get off balance and are about to fall. It was noted this happened twice and the second time occurred yesterday. The patient was handicapped and moved with a walker, had spinal problems, and had lost cartilage in both knees. It was noted these conditions were pre-existing to the therapy. The patient had two appointments with their healthcare provider (hcp) on the day of the report. Additional information was received from a manufacturer representative. It was reported that the patient had painful stim and was unsteady. No environment al/external/patient factors may have led or contributed to the issue. It was explained to the patient how to use the programmer to turn off and lower. The program was changed and it was discussed not turning up so high. The situation was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.